Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the surgeon experienced great resistance on second squeeze and continued slowly. Upon opening the load, he noticed the duet reinforcement material was pushed forward in an accordion fold by the knife blade during firing. It was not incorporated in any of the staple line. The staples were noticeably malformed. They were sticking out in many directions and had a flat closed appearance like a clip. The duet material on one side of the device bunched up while the other side stayed flat. The surgeon removed the bunched-up sheet of biosyn and over sewed the staple line to address the malformed staples and then used an endoscope to inspect and air test. This added approx one hour to the procedure. No add'l tissue was resected. The surgeon reports that the pt is recovering well from the surgery.

Manufacturer narrative:
(B)(4).